Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump had shut down due to a low battery; however, the battery level was at 90% just prior to the shut down. The customer's blood glucose level was not impacted. The customer was to use insulin injections to manage diabetes.